Event description:
It was reported that during insertion of the iab, it became caught in the sheath and then tore when insertion was continued. As a result of this, the iab was removed and replaced. There were no pt complications.